Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that an ophthalmic vitrectomy cutter was not working during a cataract surgery. The surgery was completed manually without patient impact.

Manufacturer narrative:
The company service representative examined the system and replicated the reported event. The company service representative identified the issue to be due to a settings error. To resolve the issue, the company representative re-trained the customer on settings and operations. The system was found to meet all cosmetic and performance standards per the service test procedure (stp). A system manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. The root cause of the reported event is attributed to user error and is unrelated to the functionality of the device. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).